Event description:
Customer reported discrepant access hypersensitive htsh (human thyroid-stimulating hormone) test results were obtained for one pt when using the access 2 immunoassay system. The initial test results obtained within the first sample were reported out of the lab. Repeat analysis was performed using a second sample, identifying the discrepancy. The test results from both samples were within the normal reference range, as were the test results from a third sample. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management.

Manufacturer narrative:
Quality control (qc) was within the customer's established ranges prior to and on the day of the event. A routine system check was performed on (B)(6) 2009 and passed within instrument specifications. There were no error messages posted to the event log at the time of the event. There was no evidence that the customer investigated a potential for sample misidentification between the two samples. On (B)(6) 2009, the field service engineer performed minor mixer speed adjustments. Noted that the sample probe was "dirty" with iron particles. While checking the ultrasonics, it was noted that a screw was missing on the service loop which was causing intermittent phase lock loop errors. Replaced the screw and readjusted the ultrasonics. Performed a 20 replicate wet/dry level sense test, no issues were noted. Performed a routine and high sensitivity system check, both passed within instrument specifications. Qc was performed and noted as "ok." Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events.